Event description:
It was reported that, during a surgical procedure, this implantable cardioverter defibrillator (ICD) delivered six inappropriate shocks, 11 aborted shocks, and six anti-tachycardia pacing (atp) bursts. Additionally, the respiratory rate trend (rrt) feature was disabled, and noisy signals with oversensing were observed. Technical services (ts) explained that an unstable magnet placement could generate artifact noise, leading to inappropriate therapy delivery. Although the patient was physically unharmed, they experienced emotional distress, having previously endured shocks from a subcutaneous implantable cardioverter defibrillator (s-ICD) system. This ICD remains in service, and no additional adverse patient effects were reported.